Manufacturer narrative:
Patient information: unknown. Occupation: other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a lumbar revision procedure was performed on (B)(6) 2020 to extend the existing construct, utilizing the reform ti pedicle screw system. After tapping with a 6.5mm tap, a 7.5 x 50mm reform ti ha screw was being implanted when the tip of the poly t25 driver asm, tri-lobe (c2884) broke off in the head of the screw, just before the screw was fully seated. The screw was then "helicoptered" out and a new screw was implanted utilizing another driver readily available in the set. There was no patient injury or significant delay to the procedure as a result.

Manufacturer narrative:
H3 device evaluation - the t25 hexalobular feature exhibited a ductile fracture failure due to an overload condition. A hardness check was performed internally which confirm material certs provided from manufacturer. The overload can be attributed to the combination of increased insertion torque of the utilized ha coated screw along with pedicle preparation as described. Our surgical technique cautions user to tap to size as our taps are undersized by 1/2mm. In this instance, the 7.5mm ha screw was placed in a pedicle that is essentially prepared to 6mm. Bone density (hardness) also plays a factor, however, this is not known from the information supplied. Review of device history records found ten (10) pieces of this lot were released for distribution on 10/9/2018 with no deviation or anomalies. Two-year complaint history review (2.5.2018-2.5.2020) found this to be the only report for this part number. As the root cause can be attributed to surgeon's technique, corrective action is not warranted at this time.

Event description:
It was reported that a lumbar revision procedure was performed on (B)(6) 2020 to extend the existing construct, utilizing the reform ti pedicle screw system. After tapping with a 6.5mm tap, a 7.5 x 50mm reform ti ha screw was being implanted when the tip of the poly t25 driver asm, tri-lobe (c2884) broke off in the head of the screw, just before the screw was fully seated. The screw was then "helicoptered" out and a new screw was implanted utilizing another driver readily available in the set. There was no patient injury or significant delay to the procedure as a result.